Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Customer required assistance addressing bg level with manual insulin injections and pump settings. The customer reverted to an alternate method of insulin therapy.